Manufacturer narrative:
No observable defects could be found with the component itself measurements taken met design requirements. Co was unable to review the product's lot history because the lot number was unavailable from the drs office.

Event description:
Dr reported that an abutment broke in function.